Manufacturer narrative:
(B)(4) is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in romania underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient developed peristomal abscess, probably related to the peg tube. The physician was contacted and the patient was started on oral antibiotic augmentin 2 tablet/day for 7 days. The duodopa treatment was not interrupted. Reinstruction regarding stoma hygiene was performed.